Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that low battery work on insulin pump. Customer¿s blood glucose was unknown. Customer stated that they has to change batteries every other day. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or audio/vibrate anomaly were noted.